Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 11:14:22. During night drain cycle 25, the patient's ultrafiltration reading was 337ml, indicating the home patient drained 337ml more than their maximum programmed fill volume of 500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and an increased intra-peritoneal volume event was identified during the review of the event history logs. There was no non-conforming product found during sample analysis that was related to this issue. The cause could not be determined with the available information. If additional relevant information is obtained, then a follow-up MDR will be submitted.